Event description:
Litigation alleges that patient experienced pain and elevated levels of cobalt chromium. It is alleged that the patient suffered a squeaking sensation, metallosis, and fluid on the left hip

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Not returned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Update 1/12/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, fatigue, frequent squeaking in left ship, left hip frequently felt like going to dislocate, left hip metallosis, accelerated autoimmune disease r/t metallosis, right big toe infection r/t metallosis, patient has to have wheelchair assist in airports, has decreased socialization, is unable to keep up with housekeeping and maintenance activities, and had mental confusion. Medical records contained the primary right hip surgical report but no report of the right hip being revised. There were no lab results for metal ion levels. Stem is being added for allegation of elevated metal ions. Part/lot updated. The complaint was updated on: feb 2, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided femoral head product/lot code combination. Per procedure, this device is exempt from device history record review. No other reports were found against the remaining product/lot code combinations. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, metallosis, and elevated metal ions.